Event description:
The customer is reporting that the bedside monitor is recording inaccurate heart rate values. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer is reporting that the bedside monitor is recording inaccurate heart rate values. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.